Event description:
The customer reported that on (B)(6) 2012 a 'no value' hybritech prostate specific antigen (psa) result with an indeterminate (ind) instrument flag was generated on an access 2 immunoassay system for one serum patient sample. An indeterminate flag is indicative of a result which cannot be distinguished from a system failure because the relative light unit (rlu) reading or concentration is too low. The no value psa result was not released from the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The instrument's system check prior to the event passed within published specifications. Quality control results during the timeframe of the event met customer established specifications the sample was normal in appearance. The s0 calibrator rlu readings at the time of the event were elevated in comparison with released data. The customer was advised by beckman coulter inc. To re-calibrate the instrument and repeat the patient's sample. The repeat calibration also demonstrated elevated s0 rlus. The calibrator lot was change and another calibration attempt was made, which generated lower s0 rlus. The patient sample was then repeat tested and generated a valid repeat result. No patient specific information or actual repeat data was provided by the customer. No other patient results were questioned as part of this event.

Manufacturer narrative:
No service was dispatched for this event as the issue. The instrument was evaluated (calibration result assessment) and the issue was resolved via beckman coulter inc. Led customer troubleshooting. A definitive root cause has not been determined to date.